Event description:
It was reported that during an irreversible electroporation ablation procedure the guidewire became stuck in the catheter. While isolating the left superior pulmonary vein (lspv) the patient found it had become difficult to move the guidewire in the catheter, the resistance was felt while attempting to withdraw and advance the guidewire. They removed the catheter and wire and found the guidewire was completely stuck in the catheter, so both were replaced. The procedure was then completed with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).